Event description:
Patient said they need an MRI and will have surgery because their abbott pain stimulator for degenerative disc was put in wrong and is coming out. Pt said they will be having surgery to put in a new one. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).